Manufacturer narrative:
A ge service rep performed an on site investigation. The power supply and table generator interface board were replaced and the collimator cable connection was repaired during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the 2800 system collimator would not come up and the monitors had no display. No pt injury was reported.